Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported that the patient's heart rate dropped below the limit, but the monitor did not trigger a low heart rate alarm. There was no adverse event reported.